Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user stated in 2012 the chair went crazy. He bumped into doors and dressers. He also broke mirrors. He had to pay over (B)(6) in repairs to the facility he lives in.